Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.200 ohms. The acceptance criterion for this test is < 0.1 ohm. This device also failed the 30 psi occlusion test recording a pressure of 55.000 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure modes were confirmed during testing. The power filter module was replaced, as the probable cause of the ground resistance failure was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.097 ohms. The 30 psi occlusion failure was successfully resolved by recalibrating the 30psi calibration value from 320 to 361. Following the recalibration, the device passed the 30 psi occlusion pressure test at 29.400 psi, which is within specification. CAPA's were initiated to investigate the root cause for the failure modes. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.200 ohms. The acceptance criterion for this test is < 0.1 ohm. This device also failed the 30 psi occlusion test recording a pressure of 55.000 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure modes were confirmed during testing. The power filter module was replaced, as the probable cause of the ground resistance failure was determined to be component failure. Replacing the power filter module resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.097 ohms. The 30 psi occlusion failure was successfully resolved by recalibrating the 30psi calibration value from 320 to 361. Following the recalibration, the device passed the 30 psi occlusion pressure test at 29.400 psi, which is within specification. No patient involvement was reported.